Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter alleged that the date was correct, but the time was incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the black box and pump history indicated that the user set the time and date to 23:16 on (B)(6) 2015 at start up . There was no evidence in the black box of time loss or gain. On (B)(6) 2015 the user reset the time from 21:15 to 9:51. The user changed the time from pm at am on (B)(6) 2015 at 21:51. There were no defects found with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.